Event description:
The customer reported that the video card was defective and needed to be replaced. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The table generator interface board was reseated. The system was tested and operates as intended.